Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and no unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify possible under delivery anomaly due to buttons not responding.

Event description:
The customer reported via phone call that insulin pump not delivering insulin as much insulin as it supposed to delivered. The customer's blood glucose value was unknown at the time of incident. The insulin pump will not be returned for analysis.